Event description:
During a ptca treatment procedure involving an unspecified coronary artery, the maverick monorail balloon was suspected to have ruptured at 12 atm's. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No additional information is available.